Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a patient had a full box of bd micro-fine ultra¿ insulin pen needles without the ¿protection.¿ found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: complaint: a customer brought us a box of needle bd 4mm with needles without protection in the box. Bd received fifteen open and one sealed 31g x 5mm pen needle samples were returned from lot. No. 6341738, cat. No. 325107. On 11/22/2017 at 12:44 visual examination was carried out on all 16 samples and no issues were observed. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Visual examination was carried out on all samples and no issues were observed. Therefore, no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. Missing tear drop label this is the 1st related complaint for missing tear drop label on lot # 6341738.